Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing as the patient's heart rate went into the 30's. Also, the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing and had very small p-waves. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead, implanted: 2014-(B)(6). (B)(4)